Manufacturer narrative:
Results - bd received 3 used samples of 50pf without blister and 3 sealed samples of 50pf lot 1707218. On visual inspection of the 3 used samples received it can be observed leakage past the stopper. The stopper is correctly assembled to the plunger in the three samples. On visual inspection of the 3 unused samples received it can be observed the stopper is correctly assembled to the plunger and no damage or molding defect can be observed in the syringes. Leak test was also perofrmed on the unused samples. Samples met iso 7886-1 annex d. Requirements. DHR of lot 1707218 has been reviewed not finding any annotation or deviation regarding the alleged defect. Conclusion - complaint unconfirmed. This issue is not related to a manufacturing defect. Since no incidence happened during manufacturing process and samples meet iso7886 annex d, a definitive root cause cannot be determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use, a bd plastipak¿ syringe was found leaking medication between the stoppers. There was no report of injury or medical intervention.